Manufacturer narrative:
Initial reporter occupation is lay user/patient. This event occurred in (B)(6). The meter and two vials of test strips were requested for investigation. The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 3.3 inr. Returned meter and customer strips vial (B)(6): 3.3 inr. Returned meter and customer strips vial (B)(6): 3.3 inr. Donor #2: retention meter and master lot strips: 2.2 inr. Returned meter and customer strips vial (B)(6): 2.2 inr. Returned meter and customer strips vial (B)(6): 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), a coaguchek meter of unknown type. At 7:30 am, the meter result from (B)(4) was 3.5 inr. At 7:30 am, the result from the unknown coaguchek device was 2.6 inr. The customer has a therapeutic range of 2.0-3.0 inr.